Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and the insulin pump alarmed multiple insulin flow blocked. Customer's blood glucose level was 400 mg/dl. Customer reported that this was a past event. The customer was advised that the quick bolus can result in insulin flow blocked alarms if the body was not able to absorb insulin as fast as the bolus was being delivered. Customer was advised to disconnect at the quick release and assisted in performing a 5.0 u fill cannula. Customer stated that the insulin exited. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.